Event description:
Customer states the device was not receiving power. No reports of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.